Event description:
It was reported that the patient was explanted due to paralysis in his legs. According to the physician the paralysis is not pre-existing and is unlikely to improve. The paralysis is not device related but procedure related. The patient was originally implanted for failed back surgery syndrome.

Event description:
It was reported that the patient was explanted due to paralysis in his legs. According to the physician, the paralysis is not pre-existing and is unlikely to improve. The paralysis is not device related but procedure related. The patient was originally implanted for failed back surgery syndrome.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#: (B)(4), model description:precision implantable pulse generator (ipg) model#:sc-2218-50, serial#: (B)(4) model description:linear st lead with preloaded enhanced stylet - 50 cm explanted devices will not be return to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.